Event description:
It was reported that at the procedure to implant this implantable device, an inquiry was received asking what lva pacing impedance of 900 ohms and lvb pacing impedance greater than 3000 ohms would indicate. It was noted that other vectors were not actually looked at as they were similar to the pacing system analyzer (psa). A boston scientific technical services consultant discussed device function, potential reasons for the out-of-range impedance measurements and recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the procedure to implant this implantable device, an inquiry was received asking what lva pacing impedance of 900 ohms and lvb pacing impedance greater than 3000 ohms would indicate. It was noted that other vectors were not actually looked at as they were similar to the pacing system analyzer (psa). A boston scientific technical services consultant discussed device function, potential reasons for the out-of-range impedance measurements and recommended further troubleshooting. No adverse patient effects were reported. This supplemental report is being processed to provide the implant date of this product.